Manufacturer narrative:
D6a: unknown date in 2021 d10: alteon ha collared stem size: 10 alteon cup, cluster-hole 52mm alteon neutral liner biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported during a clinical study that approximately 4 years ago a patient underwent a left total hip arthroplasty on an unknown date. Subsequently, the patient experienced lateral side hip pain 6-8 weeks post op. The patient was treated with a hip bursa injection. The patient outcome was reported as resolved with no further complications after the treatment. No additional information is available.

Manufacturer narrative:
The reason for the clinical symptom of pain reported in this event cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.